Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test or lock reservoir in place due to missing retainer. Unit received with minor scratched lcd window, scratched keypad overlay, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case.

Event description:
The customer's parent reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The caller stated that reservoir lip was cracked. The customer stated that they were using tape to lock the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.